Manufacturer narrative:
The service history record was reviewed and indicated that this is the first time that this unit has been returned for service. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. After review, it was determined that the gearbox was damaged; encoder #3 was running both ways. Also, the overlay was damaged and replaced due to user misuse, the software was updated, the battery was replaced as it was outdated, the sensor was replaced as it was damaged, the front housing and the badge were replaced due to the overlay replacement, the pcb was replaced due to corrosion, the power connection label was replaced due to opening the unit. The bump, hinge label, vinyl foot, and tyvek vent were all replaced as they were missing, and the serial number was replaced as it had lifted. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the unit had bad button overlays and they are not delivering as is programmed. Additional information was received stating that the unit is overfeeding. Issue found during testing. No further information was provided.